Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4) on 11-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of atrial fibrillation ("heart rate disorder since [device was] implanted/ atrial fibrillation") and pelvic pain ("unease, discomfort and subsequent musculoskeletal pain in the pelvic region") in a female patient who had essure inserted (lot no. 685779). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced atrial fibrillation (seriousness criterion hospitalisation). In 2012 she experienced pelvic pain (seriousness criterion medically important). The patient was hospitalised in (B)(6) 2020 and underwent a cardioversion. She was also treated with flecaine (flecainide acetate) . Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to atrial fibrillation or pelvic pain. The reporter commented: discontinuation of certain sporting activities owing to extreme pelvic pain (e.g. Yoga, pilates). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 11-jan-2023. The most recent information was received on 25-jan-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of atrial fibrillation ("heart rate disorder since [device was] implanted/ atrial fibrillation") and pelvic pain ("unease, discomfort and subsequent musculoskeletal pain in the pelvic region") in a female patient who had essure inserted (lot no. 685779). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced atrial fibrillation (seriousness criterion hospitalisation). In 2012 she experienced pelvic pain (seriousness criterion medically important). The patient was hospitalised in (B)(6) 2020 for an unknown duration. The patient was treated with flecaine (flecainide acetate) as well as non-drug therapy (electrical cardioversion). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to atrial fibrillation or pelvic pain. The reporter commented: discontinuation of certain sporting activities owing to extreme pelvic pain (e.g. Yoga, pilates). Lot number: 685779, manufacture date:2009-10 and expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.